Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after the cartridge was filled with 150 units of insulin. The cartridge was reloaded successfully. The customer's blood glucose level was not impacted.